Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a nurse via a company representative and forwarded by our local affiliate (B)(4). Initial and follow-up info received on 16-jun and 29-jun-09 respectively were processed together. This case involves a (B)(6) female pt who received therapy with poly-l-lactic acid (sculptra) as follows: on (B)(6) 2009: poly-l-lactic acid was diluted with 5 ml sterile water + 2.5 ml lidocaine with 2 vials in total injected to temple, cheek, and nasolabial. On (B)(6) 2009: poly-l-lactic acid was diluted with 5 ml sterile water + 2.5 ml lidocaine with 1 vial in total injected to temple, cheek, nasolabial, and tear through. On (B)(6) 2009: poly-l-lactic acid was diluted with 5 ml sterile water + 2.5 ml lidocaine with 1 vial in total injected to cheek area. Concomitant treatments included hyaluronic acid (hydrafill) to cheek area on (B)(6) 2009. The pt has no concomitant pathologies and no additional medical history was provided. Concomitant medication info was not mentioned. Ten days after her third treatment, the pt noticed swelling in the right eye bag area. The swelling was not infected or painful. This event resolved two days later. The reporter stated that she thought it was unlikely to be treatment related. Two weeks later, the pt complained that the eye bag area was now more noticeable since poly-l-lactic acid treatment. On examination of the before and after photographs, the area remains the same. The noticeable bag area is persisting. No corrective treatment was given. The causality assessment between the events and poly-l-lactic acid was reported as unrelated.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.